Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station had failed cubie drawer 2.2. And it was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie had failed. A field service engineer remoted into the station and found no failures. The fse assisted the customer and discovered that the legacy half-height in the auxiliary 2-1 pocket a5 was sticking and not always opening. The fse ejected the empty pocket for the customer to resolve. The system functioned as intended after the field service engineer troubleshot the device.